Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #1226348-2018-00655. Additional patient, event, and initial reporter information was requested, but has not yet been provided. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a patient implanted with a codman 3000 (ap03000l/13116) presented at the ER in an altered mental state. The nurse called for assistance on how to slow down the pump flow. It was unknown when the patient's last refill was; however, the next refill was scheduled for (B)(6) 2018. The pump had morphine and bupivacaine in it. Reportedly, the patient is also on several oral medication, including: hydrocodone, dilaudid, and flexeril.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #1226348-2018-00655. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.